Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Patient implanted with plate and screws during an orif (open reduction, internal fixation) of the left humerus on (B)(6) 2012. The surgeon inserted the screw through the plate hole. The surgeon then decided to reposition the screw and as he was removing the screw, the head of the screw broke off. The shaft of the screw remains implanted in the patient. The surgeon completed the procedure with no further problems. This is 1 of 1 reports for this event.